Manufacturer narrative:
Information received from a sales representative indicated that a 4f infiniti catheter separated in the left superficial femoral artery (sfa). Access had been via the right femoral artery. The sfa had multiple stents, and when the physician was advancing and twisting the catheter, it got caught between 2 stents and sheared off four to six inches of the catheter. The physician snared the catheter out with no harm to the patient. There were no further complications and patient is doing fine. The reported customer complaint of catheter separation was confirmed during a site visit to the facility. Review of the information provided and review of the pictures suggests that procedural factors such as over torquing the device most likely contributed to the catheter separation reported by the customer. There is no indication that there is a design or manufacturing related issue, therefore, no corrective action is required. The product was not returned by the customer; however, saint john medical center was visited by a cordis mexico representative. During the visit, a 4f diagnostic catheter was visually inspected and photographed. During inspection it was observed that the catheter was found inside of a plastic bag, broken in two sections, and blood residues were observed along the catheter body/tip. The catheter was found broken at approximately 2.0 cm from distal end. The distal broken section was found inserted inside of an unknown guide wire. Elongation/torn traces were observed at the broken site and it seems that the unit was submitted to an over-stress condition. No damages were observed at the fusing areas (soft tip and intermediate tip). Dimensional analysis was not performed due to the damaged condition of the unit, as well as restrictions of unit manipulation implemented by the facility. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.

Event description:
A 4f infiniti catheter separated in the left superficial femoral artery (sfa). Access had been via the right femoral artery. The sfa had multiple stents, and when the physician was advancing and twisting the catheter, it got caught between 2 stents and sheared off four to six inches of the catheter. The physician snared the catheter out with no harm to the patient. There were no further complications and patient is doing fine.

Manufacturer narrative:
Additional informaiton will be submitted within 30 days of receipt.